Manufacturer narrative:
Date of death and event: estimated date. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The adverse patient effects referenced in the article are captured under separate medwatch report number. Article: propensity-matched comparison of vascular closure devices after transcatheter aortic valve replacement using manta versus proglide.

Event description:
It was reported through a research article identifying proglide devices that may be related to: device failure and all cause mortality. Specific patient information is documented as unknown. Details are listed in the article, titled: "propensity matched comparison of vascular closure devices after transcatheter aortic valve replacement using manta versus proglide".

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined, based on the limited information available. And the device not returned for analysis. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions. As the causality between the documented device usage and the patient effect(s) could not be established. Therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. There is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: literature, propensity matched comparison of vascular closure devices, after transcatheter aortic valve replacement using manta versus proglidena.